Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhiting noise response and inhibition as a result of sensing an implantable tens device implanted in the patient.